Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The subject device is the light source and does not have the image communication function for the 180 series videoscopes which had the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The cause of the reported phenomenon was unlikely due to the subject device.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the inspection by the local field service engineer for repair at the user facility, it was found that while the 180 series videoscope was connected to the subject device, the endoscopic image was not displayed or the color bar image was displayed. However, there was no problem while the 190 series videoscope was connected to the subject device. There was no report of patient injury associated with the event.